Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high and low blood glucose of 39 to over 400 mg/dl. Troubleshooting found that the cannula was bent and was using a new serter at the time. Troubleshooting advised customer on insertion and site technique the customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. No further assistance necessary.